Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is listed in the product instruction for use, as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that during a left internal carotid artery stenting procedure with xact stent, the patient experienced hypotension post stent placement, after the filter was removed. Although the patient remained asymptomatic, he was treated with IV fluids, dopamine and his blood pressure medications were held. The patient's hypotension continued but was improved and the patient was discharged home two days after the procedure. The patient followed up with the physician three days post procedure and his medications were resumed. Though requested, there was no additional information provided.